Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 600 mg/dl and had bent sensor. Customer was advised with the proper insertion techniques and site location. Customer¿s current blood glucose was not provided. Sensor will be replaced and is expected to return.